Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Date of explant is unknown. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 1627487-2020-03888; related manufacturer reference number 1627487-2020-03892; related manufacturer reference number 1627487-2020-03893. It was reported that patient experienced ineffective therapy. As a result, patient underwent surgical intervention wherein, the entire system was explanted.